Event description:
It was reported that the patient was at the health care professional (hcp) office on (B)(6) 2014 and was directed to switch to program b, the original contact, with the controller. It was noted that the patient could not figure out how to do that. It was noted that the hcp did not switch the patient to program b in the office. It was noted that the steps were review and the patient switched to program b. It was noted that the patient was stiffening up like when they were off medication and wanted to switch back to group a. It was noted that the patient was able to switch back to a. It was noted that the patient stated that they had an episode when they discontinued their medication and said going back to a was better. Additional information received reported the patient still had concerns regarding their device or therapy. It was noted they had an appointment scheduled for (B)(6) 2014. Additional information received reported the cause of the event was the patient having difficulty managing their medications and deep brain stimulator (dbs) changes. It was stated there were no impedance changes. It was noted there was an open circuit contact and on the left side. It was noted the patient had temporary worsening of parkinson¿s disease symptoms. It was noted the patient had no injury and they did not require hospitalization and they resolved.

Manufacturer narrative:
(B)(4).